Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a nurse that she has experienced ¿ three or four¿ instances of mechanical kinking with the powerpicc provena 4 fr dl. The kinks were uncovered when troubleshooting the catheters for lack of patency. After pulling the catheters out a few centimeters, visible kinks were observed. It was stated these complications were not specific to any particular patient type. This report addresses the second instance.